Manufacturer narrative:
A ge service rep performed an over the phone investigation. The high voltage cable was repaired by the in-house service tech. The sys was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys would not boot up prior to a case and there was no image on the monitors. No pt injury was reported.